Manufacturer narrative:
The lead and the pacemaker under complaint were returned for analysis. At first, the manufacturing processes for the lead and the pacemaker were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In particular, the final acceptance test of the pacemaker did not show any deviations form the technical specifications. Subsequently the products were analyzed. Eluna 8 dr (B)(6). Before analyzing the device itself, the returned data obtained prior to explantation were evaluated. As mentioned in the complaint description, the data showed that interrogation through rf-telemetry was unsuccessfully attempted on june 12, 2020. However, the device could be properly interrogated nine times on june 12, 2020 using the programmer head (pgh). Despite successful interrogation with the pgh, the data showed that it was not possible to perform tests or re-program the pacemaker, as indicated in the complaint. Also the lack of channel markers was confirmed from the returned picture of the programmer screen. Furthermore the device statistics indicated a temporary high atrial pacing rate based on the data the root cause of these occurrences was not conclusively determinable, however, it could not be excluded that they might have resulted from a temporary inconsistency in the device memory content. Subsequently, the pacemaker was subjected to a thorough analysis. First the interrogation capability was tested and the pacemaker could be successfully interrogated via rf-telemetry and using the pgh. At a next step the device memory content in its current state was analyzed. No new findings were obtained regarding the root cause of the occurrences mentioned above. The device´s memory content did not show any anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The clinically observed behavior could not be reproduced. Therefore, an additional long-term pacing test was initiated for further insights. During the test, with a runtime of over 30 days, every pacing pulse was recorded and evaluated in detail. No anomalies were detected during the entire test runtime and the therapy functionality of the device proved to be within specification. There was no indication of a device malfunction. Summary and conclusion: despite the comprehensive device analysis no definite conclusion can be drawn regarding the root cause of the clinical observations. The returned device has been functioning properly during analysis and the reported device behavior could not be reproduced. As no hardware deviation was identified during device analysis, a temporary inconsistent memory content of the device could be considered to be causal for the clinical observations. There was no indication of a material or manufacturing problem or design weakness. The root cause for the temporary inconsistent memory content could not be determined. Based on this analysis the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the observed behavior.

Event description:
After an implantation period of approx. 26 months, it was reported that it could not establish rf telemetry and it was not able to run tests or change any parameters. Furthermore it was observed on the chest x-ray that the ventricular lead dislodged into the atrium. The device and the lead were explanted.